Manufacturer narrative:
Pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 1 of the ambient light sensor(u1). Pump received with cracked case behind the pump at the corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure, case was cracked. The customer¿s blood glucose was 85 mg/dl. The troubleshooting was performed. The customer reported that they were able to clear and rewind the insulin pump. Customer stated that the self test was passed. The insulin pump will be returned for analysis.